Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: could you please confirm the lot number? Lot hm595 is not being recognized by the system. No further information is available. How was the procedure completed? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Note: events reported via: (B)(4).

Event description:
It was reported that a patient underwent a cosmetic surgery on (B)(6) 2021 and suture was used. During the surgery, during interrupted suturing on the dermis, suture breakage occurred with 4 sutures in a row. No adverse patient consequences were reported. Additional information was requested.